Event description:
Customer reported receiving erratic results from the freestyle meter. The reported results were outside the 20% range. At one point, customer was feeling shaky. Customer's spouse gave them a soda and a tube of sugar. Freestyle provided a reading of "hi" (>500 mg/dl). The paramedics were called and upon arrival, they performed a test on their unknown brand meter and received a reading of 112 mg/dl. No treatment was given.